Manufacturer narrative:
Device was not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made by the health-care provider (via fax) for the device, operative report, and additional information (on 04/23/2010 and 04/30/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 3 months, due to unknown reasons. No further details were provided.